Manufacturer narrative:
Follow-up #1 and final report submitted to update sections MFR name, city & state, MFR site, premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem, additional MFR narrative based on the results of investigation. It was reported that hip end effector was damaged while surgeon was impacting cup. Impactor plate and inline offset impactor were damaged as well. I had a replacement set of instruments to open onto the sterile field. Surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha . Surgical delay: 35 minutes. Product evaluation and results: visual inspection. Visual inspection detected marks on the 202866 knob. The 206966 reamer barrell has fractures/cracks at the degree markers. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection as not completed as visual inspection clearly shows the failure of the device. Material analysis: material analysis was completed as part of the root cause investigation of CAPA product history review: review of the product history records for lot 19231118 indicates 150 devices were manufactured and (B)(4) devices were accepted into final stock on (B)(6) 2019. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 206967, lot 19231118 shows 4 additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Hip end effector was damaged while surgeon was impacting cup. Impactor plate and inline offset impactor were damaged as well. I had a replacement set of instruments to open onto the sterile field. Surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for the 206967 hip end effector, variable angle. Associated complaints from the same surgery include: (B)(4).

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Hip end effector was damaged while surgeon was impacting cup. Impactor plate and inline offset impactor were damaged as well. I had a replacement set of instruments to open onto the sterile field. Surgeon had difficulty removing broken instruments off of the robot, which added to the delay in surgery. Case type: tha. Surgical delay: 35 minutes. This complaint is for the 206967 hip end effector, variable angle. Associated complaints from the same surgery include: (B)(4).